Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the 3.0 x 12 mm trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. There was no resistance noted during removal of the protective sheath. The procedure was to treat a lesion in the right coronary artery. During advancement into the guiding catheter, the distal shaft broke inside the guiding catheter. There was no resistance noted during advancement. The entire system was removed as a unit, with the separated portion inside the guiding catheter. A new trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.